Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have the grip pin dislodged at the distal end. The pin was pushed out of one grip, but was still intact with the other. The root cause of this failure is attributed to manufacturing. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. There was no image or procedure video provided for review. A review of the instrument log for the prograsp forceps instrument (pn 470093-11/lot # n13190917 0053) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2021 on system sk1765. The instrument had 9 uses remaining after the last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: failure analysis confirmed the instrument's grip pin was dislodged with no evidence of user mishandling/misuse. This instrument is designed with a grip pin on the distal end allowing articulation of the instrument assemblies they are holding together and is secured to the device by swaging. If the pin is not properly fused together, the pin could become dislodged and fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the jaws of the prograsp forceps instrument were not able to close. The procedure was completed with no reported injury.